Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.

Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
Corrected data: explant date should read "(B)(6) 2019" rather than the previously reported "(B)(6) 2019."